Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer¿s reported complaint was not confirmed. There were no defects found, and the device worked properly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the product¿s failure was not confirmed. Therefore, the root cause of the reported event could not be determined. This supplemental report includes an update to d9 and h3. Also, additional information has been added to h4. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a therapeutic gynecological procedure, removal of the uterus, using an hf unit "esg-400" with the pk cutting forceps, 5mm, 33cm, the devices did not function as desired. Consequently, the procedure was converted to an open surgery, which was completed without complications. The patient was reportedly fine. The esg and cutting tool were checked prior to the procedure and no issues were noted. It also worked fine the following day when it was checked. The gas was also checked outside the patient. The esg will be checked by a field service inspector, and an olympus representative will observe for the next procedure and have additional replacement tools. Case with patient identifier (B)(6) reports the hf unit "esg-400". Case with patient identifier (B)(6) reports the pk cutting forceps, 5mm, 33cm.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.